Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim that on (B)(6) 2014 patient experienced possible broken sensor wire. Patient removed sensor and found sensor wire removed and sticking to sensor. Patient's mother removed sensor and sensor wire. No medical intervention was required.